Manufacturer narrative:
Date of event is estimated. A patient experiencing a shocking sensation at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient was experiencing shocking sensation causing pain at the ipg site. In turn, surgical intervention was undertaken wherein the ins was explanted and replaced. This addressed the issue.